Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input disks broken. Input disk # 6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. Input disk # 7 was found broken into pieces inside of the housing. Additionally, the clip applier instrument was found with one of the grips bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, the customer encountered non-intuitive movement with the medium-large clip applier instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related issues in the logs. The tse encouraged the customer to reseat the sterile adapter. Upon reseating the sterile adapter, one of the wheels fell off from the instrument. The customer re-draped the universal surgical manipulator (usm) and used a backup large clip applier instrument to resolve the reported issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the three medium-large clip appliers were moving unpredictably in random and jumpy motions. One of the clip appliers had a damaged input disk, and it was removed. After replacing the drape, there were no further issues. The customer identified that there was damage to the drape that may have caused the motion issues. The customer was able to continue using the other two medium-large clip appliers with no issues. The procedure was completed as planned without any injury or harm to the patient.